Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 02/21/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:the complaint of a blank display screen could not be duplicated on investigation. A review of the pump¿s black box revealed a related call service alarm. The pump powered on with a display screen functioning per specification. Unrelated to the complaint, the battery compartment threads and battery cap threads were found to be damaged. There was evidence of moisture on the underside of the battery cap. The battery cap was unable to be properly secured to the pump; a power loss was not observed. The pump passed leak testing without evidence of leak. There was no evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.